Event description:
The colonovideoscope was returned to the service center with a report of no customer allegation. This does not indicate an medical device reportable event. However, medical device reportable failure was found during testing at the service center. During inspection of the device, foreign material in nozzle was found. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.